Manufacturer narrative:
(B)(4)- infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a hospital has seen an increase in deep infections when an adhesion barrier is used in unscheduled, laboring, or ruptured cesarean patients. Recent data at the institution did not show a significant benefit to using these products over peritoneal closure or nothing at all. The hospital is cautioning their surgeons when choosing to use adhesion barriers in unscheduled, laboring, or ruptured cesarean patients. To date, no deep infections were seen in scheduled cesarean sections. Additional information has been requested.